Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was noted with electromagnetic interference (emi) due to the patient¿s use of a power tool. Further evaluation also noted there was concurring t-wave oversensing (twos) and noise observed on electrograms, which the device¿s twos algorithm did not withhold. The device remains in use. No patient complications have been reported as a result of this event.